Event description:
A report was received that following the implant procedure the patient experienced redness, swelling and warmth around the implant area. The patient was given antibiotics. The event was considered to be device related and not procedure related.

Event description:
A report was received that following the implant procedure the patient experienced redness, swelling and warmth around the implant area. The patient was given antibiotics. The event was considered to be device related and not procedure related.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information was received that the antibiotic that was administered was cefuroxim and the patient was also given novalgin for pain.